Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the extension cable was too weak. The product did not function. The distal end of the extension cable was too weak. The issue was identified because the patient did not receive "accurant" therapy. The indication for use included essential tremor. The extension was replaced and the issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.